Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) associated with this patient were included in the article. Section d: due to the lack of specific information regarding the da vinci xi system associated with the adverse event, a generic system material number was used. Section h10 for the related manufacturer report number for the serious event for patient 1 reported in the same article. Citation: nagata, c., yanazume, s., kobayashi, y., fukuda, m., mizuno, m., togami, s., & kobayashi, h. (2025). Intraoperative cystoscopy for urinary tract complications during robotic gynecological hysterectomy surgery. Journal of robotic surgery, 19, 246. Https://doi.org/10.1007/s11701-025-02407-0.

Event description:
A review of an article that evaluated the effectiveness of routine intraoperative cystoscopy in detecting urinary tract complications during robotic gynecological surgeries, was performed. The study analyzed 403 patients undergoing routine intraoperative cystoscopy between february of 2017 and april of 2024. The article described a bladder injury in (patient 2), who was diagnosed with pelvic organ prolapse (stage ii), during routine intraoperative cystoscopy after robotic sacrocolopexy and hysterectomy combined with bilateral salpingo-oophorectomy (bso). Cystoscopy showed bladder wall thinning. This finding required bladder wall reinforcement and repair with absorbable sutures. The repair was completed successfully, and the patient experienced an uneventful postoperative recovery. No device malfunctions were reported. No device malfunctions were reported, and the authors did not report any events caused by any isi device. Attempts to obtain additional information regarding the reported have been unsuccessful.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the corresponding author was unsure of the cause of the bladder wall thinning. The author indicated that unspecified post-operative tests were performed to confirm the integrity of the bladder. However, the patient did not require prolonged hospitalization or other interventions. Per the author, no da vinci device malfunctions occurred.

Event description:
Refer to h11 for follow-up information.